Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts has customer complaint.. Reported when cuffs filled with liquid, they do not clear. Additional information on complaint if being submitted.